Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion with 95% stenosis, moderate tortuosity, and mild calcification in the mid right coronary artery. A 2.50x48 mm xience xpedition rx stent delivery system (sds) was advanced to the target lesion and the stent was successfully deployed. The sds was removed and a 2.75x15 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion. The bdc was inflated to 18 atmospheres for post dilation when a dissection was noted near the proximal portion of the stent. The bdc was removed. A new 2.75x38 mm xience xpedition sds was advanced and deployed to successfully cover the dissection. There was no adverse patient sequelae. There was no clinically significant delay in the procedure. There were no other device or procedure issues noted. No additional information was provided.